Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. Operative report and discharge summary were received. There was no additional information provided describing the physical condition of the device at the time of the procedure. However, the medical history for this patient lists a history of infection, hypertension, neuropathy and diabetes type ii. These may have contributed to the reported stenosis of this device. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the condition of the device at the time of the procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, information was received through the implant patient registry that a second device, a model 9300tfx 26mm aortic bioprosthesis, was implanted in the aortic position into an existing 25mm aortic pericardial valve using a valve-in-valve procedure. The implant duration of the original 25mm aortic pericardial valve at the time of the procedure was approximately ten (10) years and four (4) months. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.

Manufacturer narrative:
Device not returned. This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve procedure was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at time of the valve-in-valve procedure or information on the patient's condition or possible comorbidities were unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
A transcatheter bioprosthetic valve was implanted inside a disabled aortic valve via transcatheter valve-in-valve intervention due to severe stenosis.

Event description:
Through follow up with the health care provider, it was learned this device was explanted due to severe aortic stenosis. Patient was discharged to home on pod-3.